Manufacturer narrative:
Date of event is estimated. Exact date of explant is unknown. During processing of this complaint, attempts were made to obtain complete patient and event information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient experience ineffective therapy. As a result, surgical intervention was undertaken in 2017 wherein the ipg was explanted.